Manufacturer narrative:
The field service engineer (fse) observed the white blood cell (wbc) bath was overflowing. The leak was contained within the instrument. The volume of the leak is unknown. The fse was wearing personal protective equipment (ppe) at the time of the incident. The fse noticed the white blood cell (wbc) bath assembly was defective. The fse replaced the white blood cell (wbc) bath assembly and attached the tubing; the instrument performed without any leaks or errors. The instrument passed all backgrounds. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was failing hemoglobin (hgb) and differential backgrounds while performing startup. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to patient treatment attributed to this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.